Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, at approximately 7:00 am, the patient reported a low glucose reading of 50 mg/dl on his tandem t: slim insulin pump. The patient did not experience any symptoms and did not administer any treatment or take any medications at that time. No fingerstick test was performed. Throughout the day, the patient continued to receive low glucose readings from the cgm (exact values not provided). Concerned by the persistent low readings, the patient contacted emergency services and was transported to the hospital at approximately 4:00 pm. The patient confirmed that no medications were taken prior to hospital arrival. Upon arrival, hospital staff conducted a blood test which revealed a bg level of 480 mg/dl, while the cgm continued to display a reading of 50 mg/dl. The patient self-administered insulin via his pump. Another fingerstick test confirmed a bg level of approximately 480 mg/dl. The patient was admitted to the hospital and remained under observation for three days. He was discharged on (B)(6) 2025, at around 4:00 pm. Upon returning home, the patient had already replaced his g7 wearable device and reported feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.